Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed, as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device had a detached downstream occlusion seal. The event occurred, during testing. There was no patient involvement.